Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) level was 698 mg/dl. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose (bg) level of 693 mg/dl and high ketones. Ketone levels identified by their health care provider as life threatening. Customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 6/10/24 with no permanent damage.